Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited intermittent capture. No intervention were made, and the patient status was stable.